Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that there was no inflammation/swelling at the implant site. The patient experienced hyperesthesia in the pocket site and painful paresthesia in thoracic area bilateral.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The healthcare professional (hcp) of a clinical study reported that the patient had pain around the implant site due to fall. There was no sign of infection or inflammation/swelling at implant site. The scar healed up very well. The patient experienced hyperesthesia in the pocket site and painful paresthesia in thoracic area bilateral. Interventions included explanting and not replacing the device. They were planning on an explant because the spinal cord stimulator (scs) had not been turned on in several months. Since having it for 18 months felt no relief and too many issues. The event resulted in an emergency room visit and an unscheduled clinic or office visit. Diagnostic methods included examination. The etiology was noted as related to the device or therapy and not related to the implant procedure. The outcome was resolved without sequelae. Relevant medical history included: spinal pain, lumbar radiculopathy

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported the patient experienced pain around the implant site due to fall. There was no inflammation/swelling at the implant site. The scar was healed. The patient experienced hyperesthesia in the pocket site and painful paresthesia in thoracic area bilateral. Imaging showed no evidence of acute traumatic injury. The patient experienced hyperesthesia in the pocket site and painful paresthesia in the thoracic area bilaterally. The event was related to the device or therapy and not related to the implant procedure. Actions taken as a result of the event included an emergency room visit and an unscheduled clinic or office visit. Actions taken as a result of the event included explanting and not replacing the device. They were planning to explant the device because the spinal cord stimulator (scs) had not been turned on in several months since they had it for 18 months and felt no relief and too many issues. The outcome was resolved without sequelae.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that diagnostic methods included imaging which showed no evidence of acute traumatic injury.